Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the quadripolar left ventricular (lv) lead exhibited an abrupt rise in thresholds and pacing impedance which were described as high on one of the electrodes. The lead was thought to have fractured. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.